Manufacturer narrative:
(B)(4). This report could not be confirmed in the lab. Baxter was unable to duplicate the reported event under lab conditions with the returned sample and, therefore, the root cause of the complaint was undetermined. The lot number was not known so no batch review was performed. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) reported that the spike of the transfer set was separated from the spike port of the solution bag while the patient was clamping the twist clamp. There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.